Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 17 </noe> malfunction events. It was reported that there was particulate matter in seventeen 1000 ml eva bags. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : six (6) actual samples were returned for evaluation. The returned units were labeled for single use. A visual inspection was performed and it was noted that three bags had been filled with a clear solution and three bags were filled with a yellow solution. It was also noted that all six bags had foreign matter floating in the solution. The foreign matter was inspected and the particulates in the three bags filled with clear solution were found to be consistent with translucent cellulose fibers, translucent piece of plasticized pvc, and blue/black pet. The pm from the bags filled with yellow solution were found to be consistent with abs polymer, cellulose, and secondary amide. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.